Event description:
The lens was originally implanted in 2006. The patient was not happy with the results of the surgery and the lens was removed and replaced.

Manufacturer narrative:
This form has been completed by the manufacturer. H6- conclusion: 68 (other) the lens was labeled correctly.